Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery. The 2.5 x 24mm taxus element mr stent delivery device was advanced, but failed to cross the lesion. The physician removed the device from the patient and noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was further reported that the non bsc balloon was used for pre dilation.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. A strut on the first row distally was raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error, as lesions that are highly tortuous are contraindicated in the dfu. (B)(4).